Event description:
Caller reported an incident of hypoglycemia requiring hospitalization at a time when the active s meter was unavailable for use due to no power, replacement battery shipped by manufacturer had not yet been received. A request was made for the return of the system and a replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The account stated that the architect (B)(4) reagent has generated (B)(4) results on two patient samples. The account also states that they can use only half of the reagent because they see a shift in the (B)(4) control that drops gradually overtime. The reagent is then replaced with another kit from the same lot and the qc values are on target. This issue has an impact on patient results. On patient #1, the results were; initial result, retest result, vitros method, (suspect reagent), (new reagent), units of measure, unknown, s/co 0.96, s/co 1.13/1.23, 0.42. There was no impact to patient management reported.